Manufacturer narrative:
During an insulin injection by a nurse for the patient, the needle cannula broke off. The needle was replaced and another injection was completed successfully with no harm to the patient. No medical intervention was required for the broken needle.a review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5.9, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found.

Event description:
During an insulin injection by a nurse for the patient, the needle cannula broke off. The needle was replaced and another injection was completed successfully with no harm to the patient. No medical intervention was required for the broken needle.